Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7751714. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2320.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which an additional l4 drg lead was implanted to add more pain coverage. Investigation was unable to identify which lead attributed to patient's ineffective stimulation issue. Effective therapy was provided post-op.